Event description:
The customer reported observing a small amount of fluid on the top edge of the white blood cell (wbc) bath of the coulter act diff 2 analyzer while troubleshooting for platelets (plt) failing carryover errors. The customer indicated that the fluid was located where the diluent delivery tube is and the volume of fluid was one or two drops. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves and no exposure or injury was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. Beckman coulter field service engineer (fse) noted plt background and carryover failures due to contamination. The fse indicated that the few drops of fluid which appears on the top edge of the wbc bath where diluent is delivered is a normal occurrence during the rinsing process and does not impact patient results. The fse decontaminated the unit and resolved the issue of platelets carryover errors.

Manufacturer narrative:
(B)(4).